Event description:
It was reported during cystoscopy, blue light bladder tumor fulgaration procedure, the bipolar cord popped, sparked and stopped working. No negative impact in state of health reported. Cross reference medwatch 9610617-2025-01123.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. Cross reference complaint ID (B)(4), this event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Updated section d9 to yes, and entered the device returned date to the manufacturer. The device was returned to our us facility on july 09, 2025. It will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).